Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with acs, crushing chest pain and st elevation. One sprinter legend ptca balloon catheter was attempted to be used to treat a lesion in the proximal circumflex (cx) artery with mild tortuosity and calcification and 95% stenosis. There were no abnormalities reported in relation to patient's anatomy. There was no damage to the packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was performed with no issues. No resistance was noted while advancing the balloon. The device was not moved or repositioned in the lesion. There was no inflation difficulty. It was reported that the balloon failed to deflate at the lesion site, after first inflation. An attempt was made to perforate the balloon with a stiff wire, only the sprinter legend and launcher guide catheter were in use at this stage. A guideliner was then used to partially pull the balloon back into the guide and all was removed. The patient experienced some chest discomfort during the event but it subsided once the balloon was removed. The whole event lasted approx. 10 minutes. The patient is alive with no injury. The launcher was received at the facility with what appears to be unravelled braiding and entanglement.

Manufacturer narrative:
Product analysis: received for analysis was a 6f launcher guide catheter, as received entangled, severely dissected and cut in pieces. Lot number was not provided, during analysis the strain relief bar code on the catheter was scanned and item (b)4) and lot number 0009123298 was obtained. Functional testing or physical measurements could not be performed due to the condition of the returned device. Sections of the inner lumen of the launcher exhibiting the braid intact was noted, no braid wire dislodged from the launcher detected. Braid wire appeared to be from other returned product. If information is provided in the future, a supplemental report will be issued.